Manufacturer narrative:
(B)(4). Batch # m54d3k. Attempts are being to obtain additional information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. On which firing did this occur? For clarification, does ¿the stapler did not work and blocked when it was active activated¿ meant that the device locked out and would not fire? If no, please explain. How was the procedure completed? The analysis found that one ntlc75 device was returned in good visual condition and with a cartridge reload loaded on the device. It was noted that the doghouse and the left gripping surface components of the cartridge were damaged. In addition another cartridge was received unfired. The device was tested for functionality with returned cartridge b, without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper shape. A probable cause for the damage to the doghouse component indicates that the cartridge reload was improperly loaded (long loaded); then, closing the lever damaged the knife shroud. A batch record review was performed and no anomalies were found during the manufacturing process.

Event description:
It was reported that during a colectomy procedure, the stapler did not work and blocked when it was activated. Unknown how case was completed. There were no adverse consequences for the patient.